Manufacturer narrative:
The incident device anticipated to return. Follow up will be provided within 30 days or upon completion of investigation.

Event description:
Tubal ligation - "large patient (B)(6) lbs, doctor had been off work for 6 weeks, had trouble insufflating with our needle, preperitoneal insufflation before using trocar occurred, tried again, got the abdomen to fill, tried 5 mm x 100 mm many sticks damaging facial layers, then used 5 mm x 150 mm got in that point doctor inserted 8 mm trocar bladed. Protective shield did not deploy I saw it on the monitor. Doctor finished case and I decontaminated trocar some what tried trocar several times worked fine." Patient status: "sore but o.k."